Manufacturer narrative:
The instruction for use of the device states that " because of the significant complications of misembolization, extreme caution should be used for any procedures involving the extracranial circulation encompassing the head and neck, and the physician should carefully weigh the potential benefits of using embolization against the risks and potential complications of the procedure. These complications can include blindness, hearing loss, loss of smell, paralysis and death." Device is a permanent implant.

Event description:
Development of an inflammatory reaction with granuloma type of the left internal canthus, following preoperative embolization of a tumor in the nasal cavity.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and the root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.